Manufacturer narrative:
The investigation of introducer damage ¿ mechanical and access site bleeding has been completed. The clinical details state that there was blood leaking at the interface of the orange ring and white "wing" of the introducer sheath. The product was returned and the introducer was leak tested. A leak was noted to be coming out from under the orange valve. It leaked around 22 mmhg which lower than the 180 mmhg specifications the root cause of the introducer damage is most likely due to a damaged valve based on clinical details and returned product testing. The root cause of the access site bleeding is most likely due to a damaged valve based on the clinical details and returned product testing.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported that a patient was on impella cp support when there was leaking of blood at the interface of the orange ring and the white ¿wing¿ of the introducer sheath when single access with 7fr companion sheath introduced at the ¿2 o¿clock¿ position, unresolved with manipulation. Companion sheath removed, and reintroduced at 10 o¿clock position with resolution of leaking from prior side of sheath wing. Hemostasis achieved in this position. The impella was successfully weaned and explanted. The procedural outcome was the patient survived surgery.